Manufacturer narrative:
A ge service representative performed an on site investigation. Both monitors were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed images that were uninterpretable. No report of patient injury.